Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a posterior vaginal colporrhaphy due to a rectocele on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted

Manufacturer narrative:
Additional information: